Event description:
Boston scientific crm received information that this pulse generator exhibited intermittent loss of capture. The device's auto capture was not enabled at the time. Our technical services consultant suggested turning up the device output to stop the loss of capture, and if that didnt work to do a chest x-ray. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.

Manufacturer narrative:
The technical services consultant provided the caller with additional trouble shooting techniques in an attempt to recreate the intermittent loss of capture. At this time, no additional information is available. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.